Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty and alleges subsequent personal injury as a result. A review of invoice history confirmed that a total hip was implanted on (B)(6) 2010. No further information regarding the allegations has been provided to date and a revision procedure has not been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth by the patient and is currently unverified.